Event description:
Report of explant of device system due to "persistent infection" received per annual device tracking report. Date of explant unknown. Replacement devices implanted 2001 and explanted due to infection with staph aureus. Repeated requests for additional information about this event have been unanswered. A supplemental medwatch report will be filed if add'l info becomes available.